Event description:
Home patient (hp) reports leak in tubing of patient extension line during use. Hp noted fluid leaking in initial drain of apd treatment when system error 2240 alarm sounded. Hp discontinued treatment and reports no injury or medical intervention as a result of incident.